Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2012 (B)(6); 4092 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that a lead warning was triggered for low impedance on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.